Event description:
Additional information received reported antispasmodics were administered through short sheath before rist placement. 5mg verapamil, 200mcg nitroglycerine and 2000 units heparin. The access cessel was measured on angio road map at approximately mid-forearm, near where spasm occurred measurement =2.5-3mm. There were no apparent radial artery anomalies such as high radial takeoff/radial loop, however did note extra branches that seemed more prevalent than most radial artery angiograms. The patient is doing well, completely back to baseline.

Manufacturer narrative:
Product analysis: ¿ as found condition: the rist catheter was returned for analysis within a shipping box, a sealed tyvek pouch, and a primary and secondary plastic bio-pouch. The rist catheter was returned separated into multiple segments. Each catheter segment was retained by a stretched inner wire. ¿ damage location details: dried blood was noted within the rist catheter hub; however, no damages were found with the catheter hub. The rist catheter body was found kinked at the strain relief ~4.0cm from the proximal end of the catheter hub. In addition, the rist catheter body was found kinked at ~85.8cm, ~62.0cm, ~58.5cm, ~57.5cm, ~56.0cm, and ~51.0cm from the catheter distal tip. The rist catheter body flattened from ~17.5cm to ~20.0cm from the proximal end of the catheter hub. The rist catheter body was found separated at ~14.0cm, ~16.0cm, and ~20.8cm from the proximal end of the catheter hub. In addition, the rist catheter body was found separated at ~89.0cm from the catheter distal tip. The tubing material at the separated ends exhibited plastic deformation (jagged edges and stretching), indicating that the catheter likely separated due to tensile failure. ¿ testing/analysis: none ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿difficulty navigation¿ and ¿catheter entrapment/difficult removal¿ reports could not be confirmed. However, the customer¿s ¿catheter separation/break¿ report was confirmed. During the rist catheter analysis, the catheter body exhibited multiple kinks, flattening, and separations, with the separated ends showing signs of plastic deformation, suggesting a tensile failure. Possible causes of ¿difficulty navigation¿ include incompatible devices, patient vessel tortuosity, guidewire damage, catheter damage (i.e., kinked, bent, ovalized), or lack of continuous flush during delivery. Possible causes of ¿catheter entrapment/difficult removal¿ include vasospasm, patient vessel tortuosity, or angioarchitecture. Possible causes of ¿catheter separation/break¿ include advancing or retrieving the device against resistance, vasospasm, patient vessel tortuosity, entrapment in the vessel, or applying excessive force, thus exceeding the tensile strength of tubing material. Possible causes of ¿catheter kink/damage¿ and ¿catheter flattened¿ include patient vessel tortuosity or advancing or retrieving the device against resistance. Advancing the device against resistance at the reported artery vasospasm likely contributed to the reported event. However, the cause of the reported event could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information reported baseline aneurysm location: right distal middle cerebral artery. Access vessel, right radial artery > rt carotid artery > rt middle cerebral. Vessel tortuosity was moderate. In an attempt to resolve the vasospasm there was inflation of manual blood pressure cuff on ipsilateral upper arm to super systolic pressure. Groin access, antegrade into right subclavian > right brachial, administration of ia vasoactive drugs. The devices were prepared as indicated in the instructions for use (IFU). The procedure was completed with successful coil embolization of distal right middle cerebral artery aneurysm. Vascular surgery consult to perform cutdown arteriotomy and removal of damaged rist catheter.

Event description:
It was reported that during a coil embolization procedure for a right distal middle cerebral artery aneurysm using a rist catheter, several complications occurred. The patient experienced a right radial artery vasospasm, and the catheter became stuck. The physician noted mild resistance when advancing the catheter but was able to successfully catheterize the carotid artery and complete the embolization. However, upon attempting to remove the catheter, substantial resistance was encountered, leading to the catheter fracturing and the inner metal beginning to unwind. The physician assumed the vasospasm cause the resistance and attempted to address the situation by inflating a manual blood pressure cuff to induce radial artery dilation and administered intra-arterial vasoactive drugs after gaining femoral access. Despite these efforts, the catheter continued to unravel, prompting an urgent consultation with vascular surgery. A cutdown procedure was performed, and the catheter was successfully removed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.